Manufacturer narrative:
Sample collection and centrifugation data was not supplied. Qc data was not supplied. Service was not dispatched for this event. The customer sent the patient's sample to customer product line support (cpls) for further testing. Cpls testing confirmed the presence a heterophile interferent which likely relates to alkaline phosphatase, which is observed as the root cause of this event. This reportable event was identified during a retrospective review of complaints within the date range of (B)(6) 2010 for additional reportable events.

Event description:
A customer contacted beckman coulter inc., (bci) in regards to obtaining elevated troponin (accutni) results, above the acute myocardial infarction (ami) cut-off, for one (1) patient, generated by the unicel dxi 800 access immunoassay system. There has been no report of patient injury, death, or change to treatment received to bci to date.